Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed a system error 23008 (ph task check-in failure) which is a halting error and would stop an infusion. During functional testing, the unit was not able to run the infusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be a defective lvp mechanism. The lvp mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump kept indicating "factory reset". This was observed during patient infusion on the 2 east patient floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. No issue was observed with the pump alerting for a factory reset. Upon startup the unit displayed a system error 20523 (encoder read error). A review of the event history log did show some system errors that had occurred however a system error may cause a loss of programmed parameters if power cycling is required to clear the error, but would not cause a factory reset. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified through testing of the pump. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.